Event description:
It was reported that there was no image on the right monitor of the system 9800 and there was difficulty communicating with the dicom system. The system was replaced. There was no adverse pt involvement. All reported pt info has been recorded.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the right monitor and the dicom connector were defective and were replaced. The system was tested and found to be working as intended and placed back into service.